Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen. A field service engineer identified that the station would not power on due to a failing universal power supply that was plugged in but not consistently providing power; restored functionality by bypassing the uninterruptible power supply (ups) and plugging the station directly into a wall backup generator outlet, after which the station powered on successfully, all drawers were detected on the bus, storage configuration was verified, and all tests passed without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was black and offline on remote smart service. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.